Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.